Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Limited information was provided. Clinical data collection site reported patient underwent surgery most recently on (B)(6) 2021 for a right frontal craniotomy. The duramatrix onlay plus (dmop) was placed during this operation. Patient suffered a delayed post-op hematoma that required evacuation on (B)(6) 2021. Clinician replaced the dmop that was placed during the first operation with a second set of dmop during the second surgery. There were no reported complaints or further adverse events after the second surgery where the second dmop product was utilized. The patient received immunotherapy postop. No additional information on patient status or patient outcome was provided.

Manufacturer narrative:
Additional quality control testing of devices retained by the manufacturer showed the product met acceptable sterility, ph, and liquid permeability criteria.